Manufacturer narrative:
The root-cause could not be confirmed although the most probable root cause is associated with an anti-d antibody being weak and/or at the detection limit of the technique being used. No incorrect or erroneous results were reported as a result of this incident as the testing was part of the customer's vision validation study. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported false negative results on provue to a sample known to contain anti-d against rh positive donors to the 0.8% resove panel a and resolve panel b on the provue, where these same donors reacted 1+ on the ortho vision serial # (B)(4). Testing conducted as part of the validation of the ortho vision. Customer modified results to a 1+. Ind on the vision is considered a reaction or the distribution of the cells within the reaction prevented the imaging system from determining whether the reaction was positive or negative. In review of tif images from the provue submitted by the fe, tsc could not identify any agglutination. Tsc concluded based on the images there was no failure of the gel camera.